Event description:
The surgeon inserted an aa4204vf silicone plate lens but the haptic tore. The lens was removed with no patient injury. The reporter stated it was unknown as to why the haptic tore. A back up lens was implanted.